Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. No complaints about the functionality of the device were reported. No anomaly noted in the sterilization record. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having redness and oozing at the pocket site. The patient underwent an explant procedure wherein the ipg was removed. Infection was suspected. Patient was prescribed antibiotics. The suspected infection was not device or procedure related.

Event description:
A report was received that the patient was having redness and oozing at the pocket site. The patient underwent an explant procedure wherein the ipg was removed. Infection was suspected. Patient was prescribed antibiotics. The suspected infection was not device or procedure related.